Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during dwell 1/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had left an unused supply line from the homechoice set unclamped while attempting to perform therapy. Tsc assisted hp in ending therapy early and advised hp setup with new supplies to complete therapy. During troubleshooting hp mentioned that they use a 5 prong manifold in combination with homechoice set. Hp's unit has recommended hp use both of these sets for at least 3 days before discarding. Per rn, no patient injury or medical intervention was associated with this incident.